Manufacturer narrative:
Medtronic received additional information that the wire was stiffer than usual, it did not hold the bend as well as previously, and did not stay in position inside the ventricle. It was necessary to place something on top of the wire to prevent catheter movement during surgery, and catheter movement occurred within the heart or outside the ventricle during the procedure. No patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeons observed increased stiffness of the dlp left heart vent catheter, making it more difficult to bend into the desired position. There are concerns whether there has been a bad batch or has there been a permanent change with these catheters. The use of the device was unspecified. It was unknown if there were any complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.